Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device broke during surgery. Surgeon located and removed the broken device. A surgical delay of 180 minutes was reported.

Event description:
It was reported that the device broke during surgery. Surgeon located and removed the broken device. A surgical delay of 180 minutes was reported.

Manufacturer narrative:
Correction: b1 update: h3, h4, h6 the drill breakage event was confirmed, and the broken fragment was retrieved for investigation. Visual inspection revealed that the drill helix was broken near the shaft, and the tip showed damage from impacts and friction with a hard object (not bone). The fracture surface indicated forced rupture due to torsional or bending overload during use. Based on the investigation the root cause of the drill breakage was attributed to a user related issue. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore, no corrective and/or preventive actions are deemed to be necessary at this time.